Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, scratch on the lens. Lens remains implanted in-patient eye. Additional information was requested. There are three medical device reports associated with this report. This is 1 of 3.

Manufacturer narrative:
Correction information was provided in h.6. Eval method codes (b20) has been updated to b17. Additional information was provided in d.4.,h.3., h.6. And h.11. The used company cartridge was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The company cartridge was not returned. The mold cavity could not be verified, however according to production records, the company cartridge lot reported for this complaint was molded using the cavity 175 mold tooling at the vendor. As part of an investigation, cartridges from batches manufactured using the cavity 175 mold tool and the corresponding cavity 173 mold tool were observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.4. The manufacturer internal reference number is: (B)(4).